Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
Worsening of target ulcer. Treatment: discontinued tnwpt, applied iodosorb, covered with allevyn foam nonadherent, and wrapped with compression.